Manufacturer narrative:
Updated sections: b4: date of the report, g3: date received by manufacturer, g6: type of report: followup 01, and h10. The customer owned endoscope was received by pentax medical for evaluation on 22-feb-2021. The endoscope had a chipped air/water socket o-ring, but passed the wet and dry leak tests, cleaning, disinfection and an angulation adjustment was performed and the endoscope was returned to the customer. The DHR review confirmed under normal conditions, passed all required inspections, and was released accordingly. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings: o-rings and seals, distal end assy with tubes, adjusting collar, bending rubber, angle wire assy, suction channel lg, jet supply tube lg, air/water supply tube lg, biopsy inlet t-piece pb-free. The endoscope was repaired and approved by final qc on 21-apr-2021 and was delivered to the customer under delivery order (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided that an eg34-i10 (sn- (B)(4)) video upper g. I. Scope was sitting for over seventy-two (72) hours without being properly high level disinfected. The end user stated that they did not follow the rifu (reprocessing instructions for use) in regards to timely reprocessing after completion of a procedure as the endoscope was left soiled. The scope is being sent in for delayed reprocessing due to severe winter storms throughout texas.

Manufacturer narrative:
The device was returned to pentax media service for further evaluation on service order (B)(4) where it was reprocessed and inspected. The scope passed the wet and dry leak tests, cleaning, disinfection and angulation adjustment was performed and the endoscope was returned to the customer. This complaint is being processed in accordance with (B)(4)-MDR decision backlog management plan.